Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of left lower extremity erysipelas, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with juvéderm® volite¿. The patient experienced non-device related ¿left lower extremity erysipelas¿ and was treated that day with cefazoloxime sodium for injection. The event resolved 16 days later.